Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. A photo provided indicates that tissue was caught in the foot plate. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted using a proglide device after an interventional procedure. Reportedly, the feet of the proglide device would not retract and were removed in the open position causing vessel damage. The left common femoral artery was accessed, and a covered stent was advanced and placed in the rcfa to repair the vessel damage. A second proglide device and manual arterial compression were applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. There was no reported clinically significant delay in the entire procedure. No additional information was provided.